Event description:
Procedure: revision / removal of t11 - l2 fusion. Five years ago the patient underwent a t11 ¿ l2 spinal fusion due to a fracture at t12. The primary surgery was done by (B)(6). On (B)(6) 2015, the patient underwent surgery, as 3 screws had broken at the base of the screw head away from the screw shank and were visibly protruding under the patient¿s skin. All components were removed, first the cross connectors were removed, then locking caps and 2 rods. Once the rods were removed it was possible to access and remove the screws. There were 8 screws in total in the construct. The 4 screws were size 4.35mm, product code 179799435 and were placed at t11 and t12 - 3 of these 4 screws had broken. The other screws were 6mm in size and placed at l1 and l2, none of these screws had broken. The 3 screw heads were removed and the shanks of the 3 screws were left in-situ. The surgeon was offered the screw removal / retrieval device, however was happy to leave the screw shanks in situ as they proposed no potential danger. The construct was not replaced as fusion had been achieved. Ps was unaware of the patient outcome post-surgery. (B)(6). Gender: female.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Two (2) exp di fang screws 4.35mm [product code: 1797-99-445, lot no: aldd34] were returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the returned favored angle extended tab screws had a similar fracture failure at the transition zone between the screws¿ polyaxial sphere and the screw shank. The screw shanks were not returned as they remained in the patient. The fracture analysis report show striations indicative of fatigue failure extending across each surface toward the potential fracture termination sites. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.